Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned one (1) 30gx12.7mm, 0.5ml bd insulin syringe from an open polybag from lot 9203912. Consumer reported the needle coming off with the orange shield when it (the shield) twisted. The returned syringe was examined and it was observed that the needle hub/shield assembly was properly attached to the syringe barrel. Furthermore, removing the cannula shield did not result in the needle hub/shield assembly separating from the syringe barrel, as reported. No defects were observed on the returned syringe, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9203912. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that hub separation occurred at an unspecified time with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "please be advised that I have experienced your syringes failing in two occasions by reason of the needle coming off with the orange shield when it (the shield) twisted in order to expose the needle for insertion. I am enclosing the syringe from the most time that this malfunction occurred. I would really appreciate your reimbursing me for both faulty needle and my postage incurred sending this to you." 2 occurrences were reported.